Event description:
Surgical intervention was undertaken where the ipg site was revised and the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient was experiencing a burning sensation at the ipg site independent of charging. Reportedly, the patient has lost a significant amount of weight. As a result, surgical intervention will be undertaken to address the issue.